Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), a severely rotated heart, and a restricted posterior leaflet. Imaging was challenging, as the echosonographer was new. During a second grasp with a ntw mitraclip, the mr went from 4+ to trace, blunted veins to normal veins, and a gradient of 1.7 mmhg to 4.8 mmhg. The clip was placed medial on a2/p2, leaflet assessment was completed, and all steps were performed per instructions for use (IFU). The clip did settle more than 5 degrees during establishing final arm angle (efaa), but after troubleshooting, the lock held. The clip was deployed. A single leaflet device attachment (slda) of the anterior leaflet occurred, and the device was detached from the posterior leaflet. The mr was severe again. An additional clip was successfully place medial to the slda to stabilize the clip. The mr was reduced to 2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) and incomplete coaptation (slda) were unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda. The reported image resolution poor appears to be related to challenging patient anatomy and user technique. The reported patient effect of mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).